Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported the operator could not hear the patient from the imaging room. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
The customer reported that the operator could not hear the patient from the scan room. This occurred on an iqon spectral CT system. There was no report of harm as a result of this issue. The philips field service engineer (fse) went to the site to investigate the reported problem. The fse evaluated the system and was able to confirm the customer¿s allegation. The fse stated that the auto-voice and manual commands going to the scan room could still be heard. The fse tried turning the volume on the CT box all the way up to hear from the scan room, but sound still could not be heard. The fse determined that a failed breathing light assembly was the cause for the loss of communication. The fse replaced the breathing light assembly and the system was returned to full functionality. There was no report of harm as a result of this reported issue. The system is in clinical use.